Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asfwf093 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "event happened when a nurse was deaccessing a port today. She was holding it properly and went to pull the needle back and it snapped off. No injury to staff or patient."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the safety mechanism detached from the infusion set was confirmed but the cause is unknown. A single photograph of a damaged powerloc max safety infusion set was returned for evaluation. The safety mechanism had completely detached from the infusion set needle. The tip of needle appeared to contain the manufactured bend and the yellow safety mechanism base was present in the safety mechanism housing. Microscopic examination, functional testing, and dimensional analysis could not be conducted without the physical sample. Therefore, the failure between the components could be confirmed but the exact root cause could not be determined.

Event description:
It was reported by healthcare professional "event happened when a nurse was deaccessing a port today. She was holding it properly and went to pull the needle back and it snapped off. No injury to staff or patient."